Manufacturer narrative:
Title: aortic anatomy and complications of the proximal sealing zone after endovascular treatment of the thoracic aorta. Authors: jeremie peidro, mourad boufi,anderson d. Loundou, olivier hartung, bianca dona, florent vernet, david bensoussan, and yves s. Alimi, society for vascular surgery. Published by elsevier inc. Https://doi.org/10.1016/j.avsg.2017.09.029. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent stent graft systems were implanted in patients for the endovascular treatment of thoracic aortic rupture, aortic dissection, aneurysm and other diseases (floating thrombus, aortoesophageal fistula) between 2007 and 2015. The following adverse events were observed: reintervention for type ia endoleak and retrograde dissection.